Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI= (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the nurse attempted to depress the handle to deploy the clip; however, the clip failed to release from the catheter. The clip was removed from the endoscope by the physician. The other aspects of opening and closing the clip was working correctly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that there was a kink in the control wire and the over sheath was accordioned near the sheath grip. The clip assembly was actuated and deployed and the clip prongs were able to be opened within specifications. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the nurse attempted to depress the handle to deploy the clip; however, the clip failed to release from the catheter. The clip was removed from the endoscope by the physician. The other aspects of opening and closing the clip was working correctly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.